Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements less than 200 ohms. Technical services (ts) analyzed presenting electrogram (egm) and found low-level noise. Replacement was recommended. No asystole greater than 2 seconds was reported. It was noted that patient will be further monitored. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements less than 200 ohms. Technical services (ts) analyzed presenting electrogram (egm) and found low-level noise. Replacement was recommended. No asystole greater than 2 seconds was reported. It was noted that patient will be further monitored. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, the impedance of this rv lead continued to be low out-of-range. It was also noted that the r-waves were low. No adverse patient effects were reported. Currently, this lead remains in service.